Event description:
Cine image review procedural images were received for review. Image review confirms the lesion in the mid-lad. The lesion was pre-dilated followed by deployment of a 3.0 mm x 18mm resolute integrity stent. Coronary angiographic (cag) images post stent appear to show spasm in the vessel distal to the mid lad stent deployment site. The post deployment vessel profile appears to show that the stent was moderately oversized to the vessel dimensions. A 3.0mm x 26mm resolute integrity, was deployed overlapping and distal to the 3.0 mm x 18mm resolute integrity stent. Perforation of the lad is confirmed in subsequent images. The perforation was initially treated with ballooning and this appeared to seal the perforation hole temporarily but partial leakage can still be seen. This was followed by deployment of a covered stent graft. This resulted in sealing the perforation hole..

Manufacturer narrative:
Additional codes: evaluation codes, results: related to operational context) - use of moderately oversized stent. (Patient¿s condition affected effectiveness of device) - vessel size and disease state impacted on the outcome. Evaluation conclusions: operational context caused or contributed to the event) - use of moderately oversized stent. (Device failure related to patient condition) - vessel size and disease state impacted on the outcome.

Event description:
A resolute integrity drug eluting stent was successfully implanted in the lad. Physician then attempted to implant another resolute integrity 3.00 x 26 mm distal to the first resolute integrity stent. It was during this deployment that pericardiocentesis and perforation occurred. Vessel was described as a non-tortuous, with no calcification and 80% stenosis. Lesion was pre-dilated once using a medtronic 2.50 x 20 mm balloon at 12 atms. Perforation was successfully treated with a coated stent; patient was put on a ventilator and sent to the ccu.

Manufacturer narrative:
Evaluation, results: (inherent risk of procedure) ¿perforation. (No results available since no evaluation performed) ¿ device or procedural images not provided for review. Conclusions: (inherent risk of procedure) ¿perforation. (Unable to confirm complaint) ¿ device or procedural images not provided for review. (B)(4).